Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Caller used multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Cts sent a replacement pump and instructed the caller to put the current pump into storage mode before returning it to tandem via ups with a return box and pre-paid label. Cts advised steps for using the replacement pump, which the caller understood and acknowledged.